Event description:
Upon further follow up by olympus, the customer reported that the model of the endoscope used was gif-ez1500.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d4 (primary UDI number), d10, h11. It was determined that the cap compatible with gif-ez1500 is d-206-05. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, the cap may have come off the scope due to the following reasons: 1. An endoscope that is not compatible with the cap was used. 2. The cap was not secured with medical tape. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cap dislodged from the end of the scope in the patient's esophagus during a procedure to remove food bolus from the upper gastrointestinal tract. The distal cap was removed with grasping forceps. The procedure was completed with a competitor device with a delay of less than 30 minutes. It was further reported that the medical tape was not used. The doctor also put lubricant on the end of the scope, and it was not wiped. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h6. This device was manufactured in august 2022. A review was performed using the instructions for use (IFU). Based on reported information, the device was not used according to the IFU. The event can be prevented by following the IFU which state: ·use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage. ·if you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section. ·do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to lubricate the instrument. Doing so could cause equipment damage, or cause the instrument to fall off of the endoscope inside the patient. ·be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the following could potentially lead to the malfunction: medical tape was not used. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
There was no further information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct d4 (lot number) and update d4 (expiration date) and h4.